Event description:
It was reported that while performing a paroxysmal atrial fibrillation (afib) procedure, the stockert 70 system is reverting to temperature mode when ablating with the smart flow catheter. The system is set to manual mode. The smart flow catheter is selected. When the radio frequency energy is applied, the pump starts up normally. Mid way through the radio frequency application, the system automatically changes to temperature control mode. There was no patient injury reported in this case. This system issue is indicative of a reportable event.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported that while performing a paroxysmal atrial fibrillation (afib) procedure, the stockert 70 system is reverting to temperature mode when ablating with the smart flow catheter. The system is set to manual mode. The smart flow catheter is selected. When the radio frequency energy is applied, the pump starts up normally. Mid way through the radio frequency application, the system automatically changes to temperature control mode. There was no patient injury reported in this case. The customer declined service at this time since the unit was plugged into a bad powerstrip. Once plugged directly into the wall outlet , the issue was resolved. The device history record (DHR) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.